Event description:
It was reported that the customer was about to be admitted due to low blood glucose levels. The caller was unable to troubleshoot. Advised the caller to have the customer call back for troubleshooting at his convenience. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.